Event description:
It was reported that the patient observed three dashes in place of a blood glucose value on the display without any alert, and was advised that this was consistent with a temporary connection loss between the glucose sensing system and the display. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education regarding signal loss and reconnection steps. Investigation of this case revealed a transient signal loss event with no identified responsible device and no device component malfunction evident from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was user¿device communication interruption consistent with expected behavior during intermittent connectivity.